Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on rv lead during threshold testing. No measurements were out of range (i.e. Sensing, threshold, impedance). Noise could not be replicated with isometrics. This lead was explanted and replaced on (B)(6) 2016. Clavicle crush was confirmed via x-ray which was causing noise. The lead was fractured.